Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 french angio seal device was returned for product evaluation. The returned device included header bag, arteriotomy locator, wire guide, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been bent at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a bent locator as the locator was returned and was kinked at the blood inlet hole. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The arteriotomy locator was bent at the area of the inlet when taking out from packaging. A new angio-seal was used. The procedure being performed was thrombolysis. There was no blood loss.